Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, right atrial (ra) lead noise was found that was subsequently causing pocket stimulation and a biv polar pacing configuration. Ra lead noise was noted upon pocket maneuvering and was reproducible on the programmer. The patient also felt intermittent pocket stimulation and was reproducible in high output in clinic. Programming changes were made. The patient was stable and would be monitored.